Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure using a starclose device after an interventional procedure. The vessel locator wings collapsed prematurely, vessel access was lost, and the clip could not be implanted. The device was removed and hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.